Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer alleged that insulin pump was under delivering. Customer¿s blood glucose reading at the time of the incident was 447 mg/dl. Blood glucose level at the time of call was 179 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value. Customer was treated with manual injection. Customer stated that drive support cap was slightly indented. Customer will continue the use of device. No further patient complications were reported.